Event description:
It was reported that blood glucose level reached 380 mg/dl. The cannula did not deploy during the activation process. The pod was worn between 37 and 48 hours. As treatment, the patient used an insulin pen and applied a new pod.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Manufacturer narrative:
The device had the cannula assembly fully deployed and the pink slide insert was visible in the viewing window. The downloaded data did not show any signs of struggle or pulse width increases during the run. The device was deactivated at 1179 pulses. No damages or defects were observed that would result in a needle mechanism failure.